Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but was working with the doctor or manufacturer representative. The patient had an appointment (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was erosion. Since 2011 the device had slowly gotten to a point where it ¿sticks out of [the patient¿s] skin¿ and ¿caught on corners or caught on things¿ when the patient stood up from sitting. The patient stated it felt like the tissue under it was damaged ¿somehow¿ and was very sensitive to the touch of his underwear. The patient had not gained or lost weight. The week of report the patient had been in more pain than before and was using stimulation more. When the patient turned stimulation off he felt a burning pain behind where the implant was located that went away when he turned stimulation on. For this reason, the patient asked if he should stop using stimulation until he saw the healthcare professional (hcp) on the 7th. The patient also noted that ¿for some reason¿ starting the week of report the implantable neurostimulator (ins) would shut itself off at night sometimes. The patient thought it was time for the battery to be replaced. The patient mentioned that he could not put weight on his left foot, was in ¿terrible¿ pain and had six back operations prior to implant. The patient also mentioned his problem was he, ¿used the stimulator sometimes he goes for a few weeks without using it but when he had to he used it.¿ the patient asked for a manufacturer representative to be present at his hcp appointment. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that there was pain behind the stimulator and it felt like it had come out of the pocket. The patient noted the ins was ¿sticking out so far¿ that it was ¿getting caught on things¿ when he walked around the corner. The patient felt something burning behind the ins and felt like the ins was flipped. The implantable neurostimulator (ins) may be flipped but the flip was not confirmed at this time. The patient had increased pain from this for the last six months prior to 2014-(B)(6). The patient stated he told his doctor about it. The patient stated he had an appointment 2015-(B)(6). According to the manufacturer's representative, the doctor would not refer this patient to a surgeon, and on multiple occasions, had told the patient he needed to see his primary doctor to get a referral for doctor that did spinal cord stimulation (scs). The doctor said the device could not be checked at his office because he did not work on stim anymore. The manufacturer's representative was waiting for the patient to make an appointment with his primary. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.